Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported the customer received results of "hi mmol/l" at 7:10 pm and at 7:14 pm on the mobile system while on his boat. The customer injected 25 units of humalog insulin based on the device results rather than his usual dosage of 10-15 units. The customer returned to shore and connected his boat to his car. After connecting his boat to his car he attempted to measure his blood glucose 5 times without success getting e-3 error messages (inadequate blood sample) on the device. The customer started to have symptoms of hypoglycemia. The customer tried to treat for the hypoglycemia but was unsuccessful as he believes he became unconscious. He has no memory of events from this time forward until he awoke after being treated two hours later. The customer apparently had begun to drive and he had a one car accident knocking down two fences and damaging his car and boat. Members of the public noted that the customer was unconscious and called the paramedics. The meter result from the paramedics was 1.7 mmol/l. The customer was treated with two doses of glucagon injections. The customer was not taken to the hospital. On (B)(6) 2015 at 1:30pm, the customer received a result of "hi mmol/l" and then moved the strip cassette into a 2nd device and received a result of 9.3 mmol/l. Return of the suspect device was requested for evaluation.